Event description:
According to the available information, the static anchor was deployed. After passing the dynamic anchor, when tensioning the suture, the suture broke from the dynamic anchor. A second altis was implanted successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trend were noted for complaints. There was a nc identified as associated with this lot; however, the issue in the nc ((B)(4)) would not be associated with issue reported in the complaint. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Manufacturer narrative:
A partial altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed straight edges in a ¿v¿ formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation for removal. Examination of the detached dynamic suture revealed that the dynamic anchor and tensioner were detached from the suture and were not returned with the device. Further examination of the suture confirmed the welded area of the suture had delaminated / detached completely from the mesh itself. Blood residue was noted on the mesh. Based on the information received and review of the returned components, quality confirmed that the dynamic suture detached from the mesh. Review of the detached dynamic suture revealed the entirety of the suture including the welded area had detached fully from the mesh, with no suture still attached to the mesh. The full delamination of the suture from the mesh indicates that excess stress was exerted to result in the observed separation. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trend were noted for complaints. There was a nc identified as associated with this lot; however, the issue in the nc (nc-002922) would not be associated with issue reported in the complaint. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the static anchor was deployed. After passing the dynamic anchor, when tensioning the suture, the suture broke from the dynamic anchor. A second altis was implanted successfully.